Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on multiple occasions and once while changing the set. The customer's blood glucose reading was unknown at th time. Troubleshooting advised the customer to remove and disconnect the set and rewind the pump. The customer indicated that the pump did not alarm and insulin exited the tubing. The customer indicated that they were unable to troubleshoot further and does not want to return the device for analysis.